Manufacturer narrative:
Device serial number has not been confirmed. If confirmed, it will be reported on the follow up report.

Event description:
It has been reported that the device is failing self-test.